Manufacturer narrative:
Component code: g03001. Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. Fs determined, carryover occurred, due to the architect sample probe, which was then cleaned. The probe was determined, to be the likely cause. There have been no further reports of discrepant results, since the probe was cleaned. A review of the architect sn# (B)(6) service history was not able to identify or confirm, any additional likely causes. A review of historical data revealed, no trends, systemic issues, or related nonconformances. A review of the immunoassay systems revealed, found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause, did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed, problems for erratic / discrepant results. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on a (B)(6) yr old female patient. Results provided: (B)(6) 2021 sid 23 = 167.97 / < 1.2 miu/ml (reference range: < 5.0 miu/ml is negative). No impact to patient management was reported.